Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump alarmed for motor error. The customer's blood glucose level at the time of incident was unknown. The mother states the device also alarmed for motion sensor test failure. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.